Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm there was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. A 'no disposable alarm' was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, an alarm was verified in the event history log. As a preventative measure, the downstream occlusion sensor was replaced, and the upstream occlusion sensor was re-calibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.